Event description:
It was reported that during post dilatation of the xact stent in the right internal carotid artery using a viatrac balloon at 6 atmospheres for 16 seconds, the patient experienced hypotension that was treated with a fluid bolus. The patient's anti-hypertensive medications were held and the patient was started on oral midodrine the day after the procedure. The patient was discharged home the day after the procedure. The patient's condition fully resolved 13 days after the procedure when the midodrine was discontinued. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: viatrac 14 plus (part#1008195-20, lot 9101551), embolic protection: emboshield nav 6 (part#22438-19, lot # 0031651), heparin. There was no device malfunction reported that could have contributed to the event. Hypotension may occur during this type of procedure and as listed in the xact instructions for use, hypotension is a known potential adverse event associated with the use of the product. Hypotension may occur during carotid interventional procedures and it is anticipated response of the human body to stimulus of the carotid bulb. Based on the available information, a definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to the outcome of the procedure.